Manufacturer narrative:
Updated blocks: b5, d4, d10, d11 and h3. H3: 81 evaluation is in progress, but not yet concluded. Per the manufacturer's subsidiary, the pads were being mounted on a flat surface, using the prescribed gel and waiting the recommended five minutes. The suspect part was returned to the manufacturer for further evaluation.

Event description:
Additional information received stated that the issue occurred during set-up.

Manufacturer narrative:
Updated blcomplaint could not be confirmed. During laboratoryocks: h3 and h6. The reported analysis, the product surveillance technician (pst) received seven mounting pads, which six were unable to be tested due to attempted usage by the user facility. The one remaining mounting pad adhered properly to lab use only (luo) oxygenator with no alarms throughout the evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, several level sensor mounting pads were not sticking. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.